Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of solution. At an unspecified time, line b of the device was programmed to deliver gemcitabine 250ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the delivery was complete. At that time, the nurse programmed line a of the device to deliver a 100ml saline flush and the delivery was started. After an unspecified length of time, it was reported the nurse noted that 50ml of the saline solution on line a had backflowed into the container on line b, instead of being delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.